Manufacturer narrative:
The results of the device history record review confirmed the device met all material, dimensional, and performance requirements at the time of manufacture and release. Although no recent preoperative eval of the valve was performed to document its function in vivo, the suggestion is that the pt died due to an intercurrent viral illness in the setting of prothetic aortic valve stenosis. Details of the post mortem examination of the explanted valve are supportive of this conclusion due to the presence of extensive pannus formation leading to significant reduction in the valve leaflets. The medical literature clearly states that children in this age group are at significant risk for rapid deterioration of implanted bioprosthetic cardiac valves due to exuberant fibrous pannus formation and dystrophic calcification of the valve leaflets. High calcium turnover accompanying bone growth is the most likely reason for increased risk in children generally. The med literature consistently states that the risk of rapid deterioration of an implanted bioprosthetic valve are high although due to physiologic variability for these predisposing metabolic processes, the rate of deterioration in a given pt is difficult to predict. The document review confirmed that the valve satisfied all material, visual, and performance measures of a size 21 mitroflow valve model lxa at the time of manufacture and release. In addition, detailed and systematic analysis as part of sorin's cqa revealed no additional clinical features, findings on diagnostic imaging or findings on pathologic eval.

Event description:
The MFR was notified on (B)(6) 2013 via medwatch ((B)(4)) about a death of a young pt, who received a mitroflow valve on (B)(6) 2011. During the autopsy, the mitroflow valve was explanted and showed a deep degree of stenosis due to calcification. According to autopsy report: "the cause of death is most likely decreased cardiac output from dehydration associated with vomiting and diarrhea in the setting of severe prosthetic aortic valve stenosis. With lv hypertrophy and chronic ischemia, low cardiac output likely provoked a terminal arrhythmia." On (B)(6) 2014 the valve was returned to the MFR for eval.